Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report five of six for the same event; see also 0001032347-2016-00043, 0001032347-2016-00045, 0001032347-2016-00046, 0001032347-2016-00047 and 0001032347-2016-00050.

Event description:
A tmj tracking card was returned indicating a revision of the right mandible. Attempts for additional information were made, however no response has been received at this time.